Event description:
Two separate catheters were attempted to be used for insertion. Both had poor wave during and after insertion. Wave test okay when shaking line but poor when flicking/tapping tip where it should respond with activity. Nurses attempted to make the catheters work by checking cables and modules before removal. Third catheter implanted and functioning.